Event description:
The user facility reported a patient with cardiomyopathy was going to be on an impella 5.0 for mechanical circulatory support. The physician was unable to advance the impella into the left ventricle due to the patient's vasculature. No further information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.